Manufacturer narrative:
A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found that the top case was chipped and cracked. Bottom case and right plunger case were also cracked. Parts of the barrel clamp assembly could not be moved. The complete drive train assembly was very worn with old black dirty grease and outdated. An inspection and flow test was performed to test the device and the reported problem was verified. The root cause was found to be normal wear of device components. The top case and motor assembly were replaced. (UDI) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147.

Event description:
It was reported that there was a cracked case and the alarm rang repeatedly. No patient injury was reported.